Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the load fill tubing step required more insulin than expected. Reportedly, the cartridge was changed to address the issue. There was no impact to customer¿s blood glucose. The customer reverted to manual injections for insulin therapy.